Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual inspection: the sample was returned. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 7mm x 4cm balloon. The balloon was returned within an unknown 4fr introducer sheath. The catheter was returned inserted through the introducer sheath, with the balloon fully advanced past the distal end of the introducer sheath. The distal portion of the balloon was prolapsed over the distal tip of the balloon, indicating retraction issues. The reported balloon rupture could not be identified on the distal portion of the balloon that was visible outside of the sheath. Fiber disturbance was noted to the balloon, located 4.5cm from the distal tip. The sheath was examined and the distal end of the sheath was flared in appearance, indicating retraction issues. Functional/performance evaluation: the balloon was stripped of its fibers. A longitudinal rupture was observed 4.5cm from the distal tip. The longitudinal rupture was measured to be 1.6cm in length. No further functional testing could be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for sheath retraction issues due to the condition in which the sample was received (i.e. Prolapsed balloon material at distal tip). The investigation is confirmed for a longitudinal rupture on the barrel of the balloon. The investigation is confirmed for material frayed, as fiber disturbance was found on the barrel of the balloon. It is likely that the rupture contributed to the retraction issues. However, the definitive root cause for the rupture could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter, introducer sheath and guidewire (as necessary) as a single unit. Use of the conquest pta dilatation catheter: while maintaining negative pressure and the position of the guidewire, grasp the balloon catheter just outside the sheath and withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
A manufacturing review could not be performed as the lot number is unknown. The device has been returned to the manufacturer for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon ruptured (atm unknown). There was no reported impact or consequence to the patient.